Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with an unspecified mentor gel implant on the right breast, suffered rupture post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (right) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 7569716 sn: (B)(4) and (left) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 7735736 sn: (B)(4).